Event description:
This is a spontaneous case report from a (B)(4) physician of disconnection of the transfer set adapter from the titanium adapter resulting in peritonitis in a (B)(6) old male patient. The patient used transfer set for peritoneal dialysis with physioneal 40. On (B)(6)2011, the transfer set disconnected from the titanium adapter. Further information is not available at present. It is unknown what labs or cultures were performed. It is unknown what interventions were required. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). On (B)(6) 2007, the patient had started ambulatory peritoneal dialysis (apd) and switched to continuous ambulatory peritoneal dialysis (capd) later in 2007. In (B)(6) 2011, the patient performed continuous cycling peritoneal dialysis (ccpd) and sometimes capd without problems. He used physioneal 40 1.36% at a daily dose of 14 liters and physioneal 40 2.27 % at a daily dose of 2 liters. The patient used transfer set r5c4482 (lot number h10g20084) for peritoneal dialysis. On (B)(6) 2011, the transfer set disconnected from the titanium adapter. The transfer set was replaced on (B)(6) 2011 by another set and the patient received oral antibiotic therapy with ciprofloxacin. On (B)(6) 2011, the patient experienced bacterial peritonitis with cloudy dialysate and abdominal pain. The patient received antibiotic treatment with cefazolin, gentamycin and vancomycin and recovered on (B)(6) 2011. Pd was continued without change. The reporter stated that a causal relationship with the pd solutions cannot be excluded because there was a long temporal interval of 11 days between the disconnection and the onset of peritonitis.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The root cause of the peritonitis was undetermined. A review of all batch record documents was performed with no issues noted. This issue is being investigated through CAPA.